Event description:
During preventative maintenance: functional inspection of the bobbins mechanical integrity found that the left bobbin was not locking properly. Visual inspection of the pump found the pump head hard to rotate around the full 280-degree range of motion. After greasing the pump head, it was still very stiff to rotate. Visual inspection found a dent in external housing.

Manufacturer narrative:
Device repaired on site (pawl & ratchet replaced).